Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the current was applied, the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second jagtome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6 (device codes): problem code 1069 captures the reportable event of cutting wire break. H10: visual examination of the returned device revealed that the cutting wire was broken and blackened. There was no other issue noted. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable root cause is adverse event related to procedure since it is most likely that due to procedural factors encountered during the procedure the performance of the product was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the current was applied, the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second jagtome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.